Manufacturer narrative:
Serial number is unavailable. Evaluation summary it was caused due to the insufficient tightening of the water bottle cap at the hospital. It was non-repair item so that it was replaced with new one. This report is being filed as part of the pentax backlog management plan.

Event description:
Not known for the exact date, we just know the year the complaint was sent in to manufacturer. The time of event is unknown. There was no report of patient harm. I received a call from user this morning in regards to their water bottle issue. The water bottle that has been working is now not working and they are using the old water bottles. I looked at the water bottles and there are no cracks and none of the seals are missing.